Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014 the patient was hospitalized. Coronary angiography on (B)(6) 2014 showed triple vessel disease. One 2.75 x 33 mm xience xpedition stent was implanted in the diffuse and narrow 85% stenosed, mid left anterior descending artery. The patient was discharged on (B)(6) 2014. On (B)(6) 2015, the patient was re-hospitalized for chest tightness and chest pain which was diagnosed as unstable angina pectoris. The patient was monitored for electrocardiogram and medication was administered. The patient was discharged on (B)(6) 2015. It was stated that the events may be related to the devices.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.